Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer had symptoms such as and treated with manual injections. Customer reported that they had issues with wet cannulas which has been occurring for 4 to 5 days. The customer follows the correct method of inserting their infusion sets and was advised to contact their health care provider about what may have caused the issue. The customer did not troubleshoot and did not send the product back for analysis.